Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since implant the right atrial (ra) lead exhibited decreasing impedances, high thresholds, low p waves and far field r-wave (ffrw) oversensing. It was further reported that the implantable pulse generator (ipg) exhibited a false low impedance warning. The ra lead was explanted and replaced. The ipg remains in use. No patient complications have been reported as a result of this event.